Manufacturer narrative:
Product analysis: the device was returned and analyzed. The device was returned and analyzed. Analysis of the device memory found the eri (elective re placement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.